Manufacturer narrative:
(B)(6). This report is for one (1) unknown screw. Without a valid part and lot number, the UDI is not available. Device was not implanted or explanted during the surgical procedure on (B)(6) 2015. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Specific part and lot numbers for the complainant screw were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a right hip rotational osteotomy procedure on (B)(6) 2015. During the procedure, the guide wires were inserted according to the technique guide and a cut was made for the osteotomy. At that point, a 2.7mm pediatric locking compression plate (lcp) and two (2) 2.7mm locking screws were inserted. As the surgeon attempted to remove the second guide wire, it became bound to the plate and would not come out. The surgeon decided to remove the plate and screws and implant a new construct. During insertion of the new locking screws, one (1) became damaged due to positional change and was removed. A total of four (4) locking screws were ultimately implanted with the aid of additional x-rays for proper placement. A thirty (30) minute surgical delay was noted. The procedure was completed. This report is for one (1) unknown screw. (B)(4).

Manufacturer narrative:
Product investigation summary: one unknown screw was received. Since no allegation was made against the screw, no evaluation was conducted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.